Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient implanted with a deep brain stimulation lead. It was reported that the patient experienced a left side bleed post op after stage 1 lead implant. No environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting involved a CT performed. None known interventions/actions were taken to resolve the issue. The issue is not yet resolved. No surgical intervention occurred and none is planned. The brain bleed occurred approximately 6-7 hours post-op implant of leads. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative indicating that the patient remains hospitalized, no known actions taken. The event is not yet resolved and the patient remains hospitalized. This information was confirmed by the physician.